Event description:
It was reported that during the monitoring of the child's body temperature, the medical staff found that the temperature displayed by the temperature probe sensor differed from the actual body temperature by more than 0.5 degrees. There was no report of adverse patient impact. The temperature probe sensor was replaced by a new one to continue monitoring.

Manufacturer narrative:
Additional information was requested for this investigation including a valid serial number for the delta device, actions taken by medical staff when the faulty sensor was noticed, what alarms were generated, and the temperature probe itself for analysis. Drager contacted the customer on (B)(6) 2024, and it was stated that the issue was resolved, and no more information was available. Without further information a complete investigation is not possible, and an exact root cause of the temperature discrepancy cannot be determined. The replacement of the temperature probe sensor resolved the issue, and it was confirmed by the customer that the monitoring results were then consistent with the child¿s temperature for continued monitoring.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that during the monitoring of the child's body temperature, the medical staff found that the temperature displayed by the temperature probe sensor differed from the actual body temperature by more than 0.5 degrees. There was no report of adverse patient impact. The temperature probe sensor was replaced by a new one to continue monitoring.